Event description:
It was reported that the patient presented in clinic for device upgrade procedure. During the procedure, it was noted that the set screw of the novel implantable cardioverter defibrillator was too loose in the device header and were unable to rethread it. An alternate device was implanted (B)(6) 2023.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field event of lead connection issue was confirmed. Final analysis found the lv septum to be damaged upon receipt, with septum material observed inside the hex cavity. The set screw was slightly stripped. The connection issue was due to the stripped set screw and consistent with having occurred during the procedure. No other issues were found.